Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead presented with varying shock impedance measurements that ranged between 65 to 200 ohms. The last recorded shock impedance measurements reported through the patient's remote monitoring system was 69 ohms. All other lead measurements were in normal range. The patient will continue to be monitored using the remote monitoring system and regular patient follow-ups. No adverse patient effects were reported. The crt-d remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the pacing threshold measurements on the ra lead had increased to above 5.0 volts and it is suspected that the lead may have microdislodged. The. An x-ray was performed but did not detect in any changes in the ra lead's position. As a result, the crt-d was reprogrammed to vvir and the system remains implanted and in service. No adverse patient effects were reported.

Event description:
At a later date, the crt-d displayed a lead alert message for the right atrial (ra) lead. The reason for the alert was not provided. The patient is being brought back into the clinic for an additional follow up. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) an investigation is currently ongoing into this issue with the ra lead. Once any further information becomes available, this report will be updated.